Event description:
The customer reports that the clips could not be locked shut. This issue was detected prior to pt use. No pt injury or intervention reported.

Manufacturer narrative:
Sample requested but not received at the time of this report. Investigation report not available at the time of this report.